Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported lock lever leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the lock lever leak. It was reported that during preparation of the mitraclip delivery system (cds); the cds leaked from the lock lever. There was no patient involvement and no reported clinically significant delay in the procedure. A new cds was used to continue the procedure. No additional information was provided.